Event description:
Initial results for two patient calcium samples were 12.13 and 11.32 mg/dl. When repeated, the results were 11.13 and 10.36 mg/dl respectively. The incorrect results were not reported. The field service rep found the account had used frozen calibrators for calibration and recalibrated with fresh calibrators. The account also changed their external water filters to reduce potential contamination.